Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional suspect medical device component involved in the event: model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: 541351. Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient's spinal cord stimulator (scs) paddle lead was fractured and had high impedance due to fall. The patient underwent a procedure wherein the paddle lead and the implantable pulse generator (ipg) were replaced and that the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.